Event description:
It was reported that there was an alert for high impedance on the high voltage coils of the right ventricular (rv) lead. The lead was disconnected and reconnected to the device with no improvement, therefore a connection issue was not suspected. Fracture was suspected, however fluoroscopy did not identify any fractures. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: a proximal portion was received measuring 12.3 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert and impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Max superior vena cava (svc) defib and active can impedance rises from an approximate baseline of 50 ohm to greater than 250 ohm the week ending (B)(6) 2013.